Event description:
It was further reported that both of the leads were explanted and replaced and a fracture was visualized on the rv lead.

Event description:
It was reported that the right ventricular (rv) lead exhibited impedance spikes to high values and elevated short interval counts (sic). Stored electrograms noted oversensing on both the atrial and ventricular channels. Additional information from the clinic confirmed no action was taken for either lead, and they will continue to monitor for now. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. No stored episodes on save to disk. Unable to evaluate atrial sensing. Products: 6945-65 lead, implanted 2001 (B)(6). (B)(4).